Manufacturer narrative:
The customer reported that the controller delivered uncommanded boluses. They further stated that on (B)(6) 2023, (B)(6) 2023, (B)(6) 2023, (B)(6) 2023 and (B)(6) 2023 the bolus calculator suggested high amounts of insulin. The physical controller was not returned for investigation. The user uploaded the device android log files to cloud. These files were downloaded for the investigation. The phb audit logs showed that the agc algorithm functioned as intended and adapted the basal rates based on the egvs and user inputs. The log files were overwritten and contained information from (B)(6) 2023 onwards. It was observed that several boluses were delivered by the user on (B)(6) 2023: 8.55 u at 2:48, 9.0 u at 12:03, 3.2 u at 12:18, 1.35 u at 12:21, 11.85 u at 22:48 and 1.8 u at 23:03. Verification of engineering logs showed that each bolus was calculated & adjusted using the bolus calculator and the bolus delivery was made only after the user provided confirmation. This indicates that the bolus deliveries were programmed by the user. Also, the bolus calculations suggestions were inspected. It was observed that the calculator functioned as intended and calculated accurately based on the inputs. Investigation found no issues with the bolus calculator.

Event description:
It was reported that the patient was delivering boluses without his command on his personal diabetes manager (pdm). The patient reports he only eats once a day, so having multiple large carb entries would be very unlikely for him. The patient alleges that he would sometimes have the controller sitting next to him (not in use) and he would hear a beep from his pod like a bolus was being given. However, verification of data logs show that each bolus was calculated & adjusted using the bolus calculator and the bolus delivery was made only after the user provided confirmation. This indicates that the bolus deliveries were programmed by the user. Also, the bolus calculations suggestions were inspected. It was observed that the calculator functioned as intended and calculated accurately based on the inputs. Investigation found no issues with the bolus calculator. No medical attention was required as a result of the event.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported hypoglycemia. No lot release records were reviewed, as the product lot number was not provided. It should be noted that this patient called and reported multiple events alleging the same malfunctions. You can find those submitted as follows: emdr-146062-parent case; emdr-146548; emdr-146541; emdr-146550; emdr-146546; emdr-146549.